Manufacturer narrative:
H3, h6. It was reported that, after a bhr system had been implanted on an unspecified date, the plaintiff experienced an unspecified adverse event that was addressed via revision surgery on (B)(6) 2023. No additional information was provided. As of today, the devices, which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or definite escalation actions review could not be performed. A review of the product¿s instructions for use was not possible due to limited information about the details of the event and device. Without basic part details or an alleged failure mode, no risk file review is possible. No further actions are required at this time. If more information is received, this investigation will be reopened. The requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the unspecified complications. With the limited information provided, the patient impact beyond the reported revision cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10. Additional information included in a1, a2, a3, b5, d1, d4, d6a, d6b, d10, g4 and h4. H11. Corrected information in h6 (health effect - clinical code and health effect - impact code).

Event description:
It was reported that, after a right bhr resurfacing system had been implanted on (B)(6) 2010, the plaintiff experienced pain and failure of the metal on metal prosthesis. The adverse event was addressed via revision surgery on (B)(6) 2023. During the revision surgery, the acetabular cup was found to be in good position and was left in place. The metallic femoral head was explanted and the system was transformed to a tha with an xlpe dual mobility insert + oxinium femoral head + polarstem femoral component. The current state of health of the patient is unknown.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after a bhr system had been implanted on an unspecified date, the plaintiff experienced an unspecified adverse event that was addressed via revision surgery on (B)(6) 2023. No additional information was provided. The current state of health of the patient is unknown.

Manufacturer narrative:
H3, h6. It was reported that, after a right bhr resurfacing system had been implanted, the patient experienced pain and failure of the metal on metal prosthesis. The adverse event was addressed via revision surgery. During the revision surgery, the acetabular cup was found to be in good position and was left in place. The metallic femoral head was explanted and the system was transformed to a total hip a with an xlpe dual mobility insert + oxinium femoral head + polarstem femoral component. The current state of health of the patient is unknown. As of today, the implanted head, which was used in treatment has not been returned for evaluation, and the cup remains implanted and therefore cannot be tested. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and cup, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. The reported pain may be consistent with the ¿severe amount of scaring¿ noted intraoperatively. Scar tissue is known risk factor of hip surgery and is related to the surgical procedure and not the device. It cannot be concluded the reported scar tissue, and subsequent revision were associated with a mal performance of the implant or implant failure. The patient impact beyond the reported revision cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.